Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of about 1 month, "no capture" was reported. There is no indication that the device was explanted or that any intervention was performed. This is all the available information. If additional information becomes available, this event will be updated.